Manufacturer narrative:
Sv 3.0b. Pump received with minor scratched lcd window, broken reservoir tube lip, missing reservoir tube o ring, cracked case at the reservoir tube window corners, cracked reservoir tube window, cracked belt clip slot, cracked battery tube threads, cracked case at the display window corners and cracked lcd window. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip.

Event description:
The customer reported via phone call that insulin pump had the broken of reservoir compartment. The blood glucose at the time of the incident was 146 mg/dl. The customer was assisted with troubleshooting. The device will be returned for analysis.